Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Inappropriate mode switching linked to mv oversensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Inappropriate mode switching linked to mv oversensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.¿ minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. V1 this form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of (1) a high impedance (atrial lead integrity issue or atrial lead connection issue) and/or (2) a high polarization at the tip of the atrial lead. As the atrial lead is not returned, none of these potential causes could be attributed with certainty to this particular case. V2: additional investigations have meanwhile excluded (in this case), the 'high polarization at the tip of the atrial lead' hypothesis: due to the total absence of any physiologic signal on the atrial lead, the hypothesis on an atrial (integrity) issue is very likely. (Explanations available in misc 15139) based on available information, no anomaly is suspected with the pacemaker.

Event description:
Inappropriate mode switching linked to mv oversensing.